Manufacturer narrative:
The pump was received with case cracked behind pump near battery compartment, case cracked behind pump at corner of belt clips rails and cracked battery tube threads. Blank display confirmed due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on battery compartment. Customer's blood glucose level was 10.5 mmol/l. Customer states reservoir was able to lock in place when inserted into the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.